Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. The reported problem cold not be confirmed with the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with one unit of prismaflex m150 the luer lock of the arterial port was observed to have a crack. The user replaced the product, and a new product was used to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.